Manufacturer narrative:
Procedure was completed successfully with second implant. Patient is doing well.

Event description:
Implant looked a little off from the start. Couldn't differentiate porous and dense side. Both looked a little rough and there wasn't a flat straight surface visible like we normally see on the dense side. Surgeon passed two suture tape tails through the implant, both towards the middle of the implant. When we went to hydrate, we hydrated the top half of the implant and it hydrated within 20 seconds. When the surgeon began to slide it towards the knee, it completely fell off of the sutures outside of the knee. We opened a new implant and passed the cinch sutures through it and it hydrated much more normally and implanted normally.